Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. The patient was hospitalized for an unrelated medical condition, but it was not reported if the peritonitis began during the hospitalization or if hospitalization was prolonged due to the peritonitis. The cause of peritonitis was unknown. The patient was treated with vancomycin (route, dose, frequency, and duration not reported) and ceftazidime (route, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing throughout the event; however, the patient also reportedly began hemodialysis therapy. Patient outcome regarding the peritonitis was not reported. No additional information is available.